Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm code. This event occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-66 alarm was identified during functional testing. A review of the alarm log was performed and identified evidence of an f-66 alarm. The cause of the condition was determined to be a damaged sensor board. To correct the condition, the sensor board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.